Event description:
Revision to address non-union and fracture of the nail at proximal a/p hole. One distal 5.5 cortical screw also broke.

Manufacturer narrative:
Warsaw material scientist confirmed the fractured products. The investigation found evidence the products fractured due to fatigue in ductile overload conditions. Provided information states the patient had "non-union of the tibiotalocalcaneal fusion". Review of the device history records did not reveal any manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.